Manufacturer narrative:
The reported complaint was not verifiable. The defective pads have been disposed of by the user facility. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pads were not sticking. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a cpb procedure on (B)(6) 2018, the level sensor pad would not stick appropriately on their sorin/livanova inspire oxygenator, rounded integrated reservoir. The team went through four sensors before and during cpb to get one that adhered appropriately to sufficiently hold the level sensing cable, and have the system work to specifications. There was not a concern about either the cable or the level module. It is unsure if the team is waiting the instruction for use (IFU) described five minutes before they load their cable, and if they are placing the sensor pad on a labeled/sticker area on the rounded reservoir. The account is a long time user of the system and we have discussed the IFU on the steps to correctly engage the level sensing system. The incident did not delay the surgical procedure, and there was no blood loss or harm associated with the event.